Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/17/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2024. It was reported that the patient experienced skin reaction with burning, rash, redness, inflammation, and infection extending beyond the patch perimeter which occurred 4 days after the sensor had been inserted in the abdomen. The patient went to the doctor and was prescribed 100 mg doxycycline twice a day for 10 days. No photo was provided for review. No other details were documented. The probable cause could not be determined. No additional event or patient information is available.